Manufacturer narrative:
G4: similar product to 190-000. Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1075371 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1075371 and test base part number 190-430 / lot 107537. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1075371 showed that the complaint rate is (B)(4) respectively. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. H3 other text : single use device, discarded.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on direct tested nasopharyngeal swab samples on (B)(6) 2022. The patient initially tested positive with the ID now covid-19 assay. Repeat ID now covid-19 assay testing was performed later the same by their sales representative (unknown if abbott or distributor's representative) which generated a negative result. The patient was at the hospital for treatment related to bladder cancer for which they were undergoing chemotherapy. The patient was admitted to the hospital on (B)(6) 2022 and discharged (B)(6) 2022. No additional information was received.

Manufacturer narrative:
Similar product to 190-000. The investigation is ongoing. A supplement report will be sent once the investigation is complete.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on direct tested nasopharyngeal swab samples on (B)(6) 2022. The patient initially tested positive with the ID now covid-19 assay. Repeat ID now covid-19 assay testing was performed later the same by their sales representative (unknown if abbott or distributor's representative) which generated a negative result. The patient was at the hospital for treatment related to bladder cancer for which they were undergoing chemotherapy. The patient was admitted to the hospital on (B)(6) 2022 and discharged on (B)(6) 2022. No additional information was received.